Manufacturer narrative:
Correction to g.3. Aware date of supplemental emdr-22621. Aware date should have been listed as 1/mar/2024.

Event description:
Healthcare professional reported injecting a patient with juvéderm vollure¿ xc in chin/mentails and nasolabial folds. Five months later, patient has teeth cleaning. The following month patient contacted hcp with questions regarding a delayed reaction to filler. Hcp thinks it could be possibly granulomatous disease. Biopsy was not provided. Symptoms are on-going.

Event description:
Healthcare professional reported injecting a patient with juvéderm vollure¿ xc in chin/mentails and nasolabial folds. Five months later, patient has teeth cleaning. The following month patient contacted hcp with questions regarding a delayed reaction to filler. Hcp thinks it could be possibly granulomatous disease. Biopsy was not provided. Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm vollure¿ xc in chin/mentails and nasolabial folds. Five months later, patient has teeth cleaning. The following month patient contacted hcp with questions regarding a delayed reaction to filler. Hcp thinks it could be possibly granulomatous disease. Biopsy was not provided. Symptoms are on-going.